Event description:
During the procedure part of the right hip was damaged when the tip of the awl broke. The patient was not injured. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested the microscopic examination found damage at the tip of the awl on all four edges. The broken piece shows signs of damage on the edges on the edges and plastic deformations are able to be detected. The pointed end shows signs of rounding. The damage and plastic deformations were instigated by the use of the instrument multiple times. The image from the fractographic examination using the scanning electron microscope sem shows a fracture running diagonally from one of the corners. At higher resolution, the images show dimpling across the entire fracture surface, which is a clear sign of a ductile overload fracture. The geometry in the area where the fracture started appears unchanged and there is no apparent damage in this area that might have led to an adverse notch effect. The chemical composition of the raw materials used was tested and conforms to the materials specifications on the drawing that was valid at that time. The measured hardness value on the returned instrument conforms to synthes specifications. We were unable to identify any material defects based on our inspections/testing. The awl failed due to the application of a high level of force during explanation of the kirschner wires. A combination of lateral force application and a prying effect resulted in the fracturing of the tip from the instrument. The dimpling is a clear sign of a ductile fracture due to overloading.